Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that one of the pins from the therapy cable assembly was broken off into the therapy connector assembly. This would prohibit the device from having another therapy cable or hard paddles assembly connected and could prohibit defibrillation therapy delivery. There was no patient use associated with the reported failure.